Event description:
It was reported that kit tablet had a sensor communication failure. The following information was provided by the initial reporter: material no. 516704; batch no. 20028t01. It was reported that the screen stated ¿sensor #9702 not ready¿ in red and then stated ¿continue flushing¿ in yellow.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. During use of the intelliport system, the injection site (base and sensor) is connected to the tablet. As result of the design of the firmware on the base, the base can reset itself to reduce failures of the intelliport bases. Due to the reset of the base, the injection site will turn from a ready state to a non-ready state. The clinicians are recommended and instructed to push saline syringe in order to ready intelliport. This is shown in the observations by the clinician. The intelliport system is working as designed.

Manufacturer narrative:
The manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit tablet had a sensor communication failure. The following information was provided by the initial reporter: material no. 516704. Batch no. 20028t01. It was reported that the screen stated ¿sensor #9702 not ready¿ in red and then stated ¿continue flushing¿ in yellow.